Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-01380. It was reported that guidewire detachment occurred. Following placement of a v-18 control wire, a sterling balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon ruptured at an unknown atm. It was also reported that during an unspecified point in the procedure the v-18 control wire fractured inside the patient. It was then noted that a radiopaque (ro) marker that was left behind inside the patient, the physician was not sure if it was from the sterling balloon or the v-18 control wire. No patient complications were reported.